Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached from the quick release while the patient was sleeping. The patient experienced high blood glucose level, which was treated with a manual injection. The site location was on the left side of the abdomen and the pump was attached to the belt/waistband. The infusion had been in use for two days and the infusions were stored in a closet at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.